Event description:
This ra lead was implanted on (B)(6) 2008, and remains united states implanted as of this time. A call was placed to technical services on (B)(6) 2017, stating that this had inappropriate mode switches that patient has had due to atrial lead noise. The physician was dr. (B)(6), at (B)(6) hospital . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).